Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h10. An issue evaluation was initiated to further evaluate debris in the sterile packaging. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h4, h6, h10 multiple reports were submitted along with this report 0001822565-2021-01469 visual review of the returned pouches show (2) pouches from the case with debris. Pouch one shows dark fiber in the seal. Pouch was open and fiber was noted to be embedded in the seal. Second affected pouch shows multiple brown spots inside the sealed pouch. Seal was opened to inspect and spots were noted on the clear plastic. Spots were not embedded. The debris was found to be non-conforming to inspection criteria complaint sample was evaluated and the reported event was confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that debris was found in the sterile packaging of the cement mixing bowl. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information in response to an FDA request. Zimmer biomet will stop reporting this failure as a serious injury. In a complaint search for disposable mixing bowls and spatula with failure mode of debris in the sterile packaging of the past 2 years, there has not been an event that could have caused or contributed to a death or serious injury or could not be eliminated as causing or contributing to a death or serious injury related malfunction. A review of the risk file for this product supports this reporting decision as it has a severity of harm rating of 1 - no patient, user, or other stakeholder harm. An additional risk assessment was performed with application of standard operating room practice that further mitigates risk of serious injury with reference to the association of perioperative registered nurses (aorn). The aorn recommends the sterility be confirmed as noted on the packaging by an un-scrubbed team member and verified with scrubbed personal prior to entering the surgical field. Aorn also recommends using a closed mixing system and mixing on the back table away from the patient so that there is no direct patient wound involvement I n the presentation of product to the sterile field or the mixing process. In the event a new complaint is received where this zimmer biomet product cannot be eliminated as causing or contributing to an event, that event would be reported and further events would be reported going forward.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was crease on the sterile seal and debris in sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.